Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889, product type lead.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the trial patient was to go in for the implant on the day of report and that the lead had come out. The patient was referred to their physician for the issue. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.